Event description:
Procedure occurred in which a turbo elite device was chosen for treatment. The tray holding the device was not inside of an outer, sealed tyvek pouch. The physician reportedly used the device in the procedure. Procedure was completed with no reported patient harm. This report is being filed because a device outside of a tyvek pouch cannot be guaranteed sterile. The product's IFU states: the sterility of the product is guaranteed only if the package is unopened and undamaged. Do not use the catheter if the integrity of the package has been compromised.

Manufacturer narrative:
Quality engineer completed the investigation for this complaint on 2/12/2018. Quality engineer evaluated the complaint, and during the investigation, the number of pouch labels corresponded with the number of box labels printed. There are inspections performed on product prior to shipment and sterilization to confirm that the product is pouched in accordance with the work instruction. The product was confirmed to have been sterilized. Therefore, the product left the manufacturer sterilized in the tyvek pouch. Device code edited for accuracy.